Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 700 mcg/ml, dose 66 mcg/day) via an implantable pump for non-malignant pain. A motor stall was seen at initial interrogation, the patient recently had a magnetic resonance imaging and it had been less than 2hrs since patient exited the magnetic resonance field. The pump logs showed motor stall occurred (B)(6) 2017 15:22, stopped pump period may exceed tube set was (B)(6) 2017 15:22 and motor stall recovery was logged on (B)(6) 2017 14:23. The patient did not hear any alarms. Patient had complained about their pain, the company representative had discussed with the health care professional and stated that the pain had been an ongoing thing and had not gotten worse but had not gotten better either. No further complications were reported.

Manufacturer narrative:
Fdd codes (B)(4) do not apply.

Event description:
Information previously reported was clarified by a technical services agent on (B)(6) 2017. It was detailed that the patient had the MRI on (B)(6) 2017 and that it had been over two hours post-MRI that it was still showing a motor stall. It was indicated that it was suspected the prolonged motor stall was due to telemetry state. It was also noted that the representative had confirmed that no alarms were heard which was another indicator of telemetry mode. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.